Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery alert, replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was unknown. The customer did not receive low battery. Troubleshooting was performed. The insulin pump will be returned for analysis.